Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: we have received one sample for the investigation of this complaint. Preliminary analysis: stock review: the review of the available units was made and to date we do not have units in stock of this product code and batch number. Quantity produced / imported: of this product, code and batch number (B)(4) units were manufactured. Distributed quantity: the traceability of the product was verified and it is identified that the units were sold to 12 different customers, located in cities such as (B)(6). Background: the review of the product's background was done and to date we do not have additional reports related to this product code / batch. Analysis: received one suture premilene 3/0 (2) 75cm ds19 (m) pow in original packaging, this sample was subjected to a visual examination and subsequently evaluated through a microscope. It is observed that the thread is frayed as indicated in the report, therefore it is concluded that the sample is not within our specifications. The production department will be informed of this complaint. The batch record was reviewed and no deviations were found, nor anomalies in the release controls. We appreciate your report, because this allows us to generate improvement options and we apologize for the inconvenience presented. The affected units will be replaced. Conclusions: the received sample is not within our specifications; therefore, it is considered the incident as confirmed.

Event description:
Country of complaint: colombia. It was reported that the needle detached.